Event description:
It has been reported that while advancing the awl into 'extremely hard bone', more force was applied than normal during which the tip of the awl snapped off. The tip remains embedded in the l4 vertebral body. Patient outcome: patient retained tip of awl.

Manufacturer narrative:
DHR was reviewed and no anomalies were identified.